Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the grip cable doesn¿t look broken or frayed, but appears to be derailed from its normal position.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a grip cable dislodged at the proximal end. The instrument was found to have a dislodged grip cable at the proximal end in the housing, causing failure of proper grip tension at the distal wrist. Additional related observation states that the instrument was found to have a loose grip cable at the distal end. The probable root cause for the reported issue is attributed to component failure.

Event description:
Refer to h11 for follow-up information.